Event description:
Information received indicates the head of the bed is drifting down slowly over a 15 minute period.

Manufacturer narrative:
The technician isolated the issue to the hydraulic valves. He replaced the CPR/trend valve and a solenoid valve to repair the bed.